Manufacturer narrative:
Updated fields: h2, h3, annex codes c, d. Intuitive surgical, inc. Received the master tool manipulator (mtm) to perform failure analysis however, the customer's reported event could not be replicated. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that universal surgical manipulator (usm) 3 stopped working. The customer restarted the system and was observing errors pointing to the right master tool manipulator (mtm) on the second surgeon side console (ssc). Technical service engineering (tse) confirmed the error. The procedure was continued on a secondary ssc with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the mtm on the surgeon side console 2 (ssc2) to resolve the customers reported issue. The system was tested and verified as ready for use. The master tool manipulator (mtm) product has been received; however, failure analysis has not been completed.